Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set did not have an adhesive pad on the site. This issue was observed when removing the cap. The patient noted that the product was damaged when it was first opened. The patient's blood glucose level was reported to be at 177mg/dl. The patient did not have any other infusion sets to use. The patient reported that multiple daily injections will be used to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00596.